Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent preventing grips from opening as reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had trouble manipulating the force bipolar instrument, and it was not responding. Additionally, one of the instrument's jaws became disengaged. The procedure was completed with no reported injury.